Manufacturer narrative:
Internal complaint reference case (B)(4). Article cite: samuel, l. T., zuke, w. A., mahmood, s., munim, m. A., alamir, p. B., & brooks, p. J. (2022). Hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up. The journal of arthroplasty, s0883-5403(22)00399-0. Advance online publication. Https://doi.org/10.1016/j.arth.2022.04.008.

Event description:
It was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ 7.4 years after a bhr surgery, one (1) patient had pain, high levels of metal ions (47.8 ppb of co and 47.5 ppb of cr), cup malposition with excessive anterversion and effusion. Revision surgery was performed to explant both implants. Competitor devices were implanted. The patient outcome and current health status is unknown. No further information is available.

Manufacturer narrative:
H3, h6. It was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ 7.4 years after a bhr surgery, one patient had pain, high levels of metal ions (47.8 ppb of co and 47.5 ppb of cr), cup malposition with excessive anterversion and effusion. Revision surgery was performed to explant both implants and replace with competitor devices. The patient outcome and current health status is unknown. No further information is available and the devices, used in treatment, were not available for analysis. As no device part and batch numbers were provided for the bhr cup, a complaint history review, manufacturing record review, device labelling / IFU review could not be performed. A complaint history review was performed for the resurfacing femoral head and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Similar complaints have been received, however this size of device is no longer sold, therefore no further action is required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. A risk management review was performed for the acetabular cup and femoral head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. However, we cannot rule out the reported cup malposition with excessive anteversion as a likely contributory factor. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. H11: updated/corrected information in section h6 (health effect - clinical code and medical device problem code).